Manufacturer narrative:
Eval and repair was performed by a user facility engineer. Details from user facility eval report has been provided along with stryker medical's investigation findings. Eval: jack support weldment.

Event description:
It was reported by svc report that the weld was broken where the jack support tube attaches to the jack support transition. It is unk if there was pt involvement or if there are adverse consequences to report.